Event description:
It was reported by the patient's family member that the remote monitor will not "power up." Different sockets and cord were tried and received the same result. Technical services directed the patient to connect the cord while they were talking on the phone and the power light did not come on. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the monitor was analyzed and no anomalies were found.